Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2022 competitor implantable pulse generator (ipg), (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and no capture in bipolar. The lead was capped. No patient complications have been reported as a result of this event.